Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump received no delivery alarm. The customer's blood glucose was 575 mg/dl. The customer's current blood glucose is 169 mg/dl. The customer states that he has been getting no deliveries on his pump. The customer get no deliveries when bolusing for a meal or covering his high blood glucose. Troubleshooting was performed for no delivery and noticed event resolved by infusion set change and the pump is functioning right because it's giving an alarm that there is an occlusion. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08785 inches. No excessive no delivery alarms noted. Unit was received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case.